Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having sensor issues by not connecting. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer declined to trouble shoot high blood glucose levels. The insulin pump is not being replaced and or expected to return for analysis. No further details are given.